Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly during the broaching phase into the femoral side the distal part of instrument was broken. The threaded cup impactor was damaged.